Event description:
The following has been reported: serial number (B)(6). Cleaned sensors. Constant reload cartridge error. Does not initiate when loaded received at depot confirmed pump problem error wait for log review 'valve home' failed func1 testing in bringup. Damaged pcb flex cable (fva) had dimples in it. Replaced pcb flex cable (fva). Replaced av flag board. Replaced av encoder board. Replaced fva motor assembly. Replaced fva service kit. Replaced ambient sensor cable assembly. Pump placed in bring up mode and sent to the test line. Pass all stations of the test line front housing . Final acceptance. Provisioned pump to 08 server sent to heratherm loaded into heratherm @ 16:00 05/21/2026. Pulled from heratherm @ 04:00 05/22/2026. 24 hour dwell - complete. Lvp burn-in test - pass. Accuracy test - pass. Electrical safety test - pass. Provision pump to mayo server. Return to service a preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation.